Manufacturer narrative:
Evaluation results: the initial report indicated that the alarm did not sound when the patient got up. Since no patient injuries were reported, this complaint was investigated as a reportable malfunction. Posey received a copy of user facility report number (B)(4) on june 16, 2017 from (B)(4). At this time, posey learned that the patient involved in the incident fell and sustained a bruise to the left temple and a skin tear on the left elbow. The posey sitter select alarm (part 8361) and the posey chair sensor pad (part 8308) were returned to posey on june 7, 2017. The serial number of the alarm was (B)(4), which equates to a manufacture date of may 2009. The lot number of the sensor pad was 6300t021, which equates to a manufacture date in october 2016. The alarm was received with scratches, cracks on the battery door, white paint residues, and site stickers on the exterior housing. No physical damages or deformities were observed on the sensor pad. Both the alarm and sensor were tested together according to the instructions for use. The sensor pad triggered the alarm to sound each time weight was removed from the pad (as expected). The unit was silent each time weight was applied on the sensor pad (as expected). The alarm and sensor were both confirmed to be functioning as intended and no evidence was found to suggest that a manufacturing nonconformity contributed to the reported complaint. Upon investigation of the actual devices involved in the event, the customer¿s allegation of the alarm not audibly sounding when expected could not be confirmed. As no death or serious injury was reported during posey¿s initial receipt of the complaint, and the device was found to be performing as intended (and thus had not malfunctioned), a medical device report was not filed. Posey is submitting this MDR after learning of the patient injury. The instructions for use (IFU) for both the posey sitter select and the chair sensor pad both contain warnings and steps for identifying potential issues prior to use with a patient. Users are advised of the proper testing methods to ensure proper alarm/sensor functionality and are instructed to not use any alarm or sensor that does not pass functional testing. The IFU states ¿if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened.¿ the devices in question were found to be in proper working condition and met all manufacturing specifications for functional requirements. Additionally, the instructions for use were reviewed and found to contain adequate instructions and warnings for the safe and effective use of these devices. As there is no evidence of design deficiency or manufacturing nonconformity, no further actions are planned in relation to this report. Posey will continue to investigate reports like these on a case-by-case basis. Additionally, all complaints are trended and reviewed by management on a routine basis. As part of this review, trends, spikes and any excursion above the control limits will be assessed, documented and acted upon as warranted. (B)(4)

Event description:
The customer reported to posey that the alarm did not sound when the patient got up from the sensor. The customer reported that the facility tested the alarm following the incident and found that the light on the alarm flashed green (as expected) but did not sound an audible alarm when no weight was applied to the sensor (not expected). No patient falls or injuries were reported to posey at this time.